Manufacturer narrative:
(B)(4). Film evaluation results are: three still post-implant CT¿s were reviewed. Two coronal slice images confirmed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the visible right renal artery. The ipsi limb was seen placed into the right common iliac and appeared patent. The contra limb was seen implanted into the distal left common iliac artery; the limb was acutely angulated laterally ~90 deg near the mid-length of the common iliac. The stent graft may have been kinked at this location; however, any kink could not be confirmed (or ruled out) from these coronal images. Beginning at the level of the flow divider, the left/contra limb was occluded. The limb appeared 100% occluded along the length of the overlapping gate, and was partially or possibly completely occluded to the distal end of the left limb. Distal to the stent graft there appeared to be collateral flow within the left external iliac artery. A single transverse slice image near the level of the gate ring also confirmed that the left limb was occluded and the right limb was patent. Both the ipsi and contra limbs were opposing the aortic wall; minor stent compression was seen from the left limb; however, lack of scale on the films did not permit any aortic or lumen ID measurements to be performed. No endoleak or any other obvious stent graft issues were observed. The exact cause of the left limb occlusion could not be determined from these limited still images provided. The anatomy at implant is unknown, films during implant were unable to be returned, and the blood flow dynamics could not be assessed from the CT¿s provided. It is possible that the occlusion was anatomy related due to a kink caused by the acute iliac limb angulation from placement within the tortuous left common iliac artery. It is also possible that this may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Images post-intervention and stent placement were not provided.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a greater than 5 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with leg pain and there was an occlusion that went up to the flow divider. The patient will be monitored by the physician. The patient was treated with thrombolytics and then had a stent placed. This reportedly resolved the occlusion. The physician stated that the cause of the event is related to patient anatomy; it was noted that there was a bend in the iliac and a kink in the limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.